Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead could not be disconnected from one another during a procedure for routine device replacement. The physician made several attempts to free the lead from the device header but the setscrews could not be loosened allowing for release of the lead with only clicking heard when turning the torque wrench. During this process lead insulation became damaged resulting the physician's decision to cut and surgically abandon the lead. A new device and rv lead were then implanted without issue. It was noted that one of the device setscrews became flattened/damaged following removal of the device as the physician made additional attempts to free the stuck setscrews. No adverse patient effects were reported.